Manufacturer narrative:
One hemosphere foresight cable was received for product evaluation. A visual inspection did not find any visible physical damage. The suspect unit was connected to a known good working hemosphere instrument and tissue oximeter and tested per the system verification test. Sto2 readings of both channels remained steady while moving the cables when using a fore-sight elite sto2 simulator for half an hour. No errors messages were observed. There was no defect found. With any hemodynamic monitoring readings can change quickly and dramatically. Clinicians are trained to evaluate the entire clinical presentation of the patient in order to make decisions. In addition, these devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to the complaint.

Manufacturer narrative:
The product has been returned for evaluation. When the product evaluation has been completed, a supplemental report will be submitted. The device history record review was completed and all inspections passed with no non-conformances.

Event description:
It was reported that the hemfsm10 generated inaccurate numbers. The a1 cable was attached to the sensor on the patients left forehead, and a2 cable was attached to the sensor on the patients right forehead. The clinician stated the left side a1 was reading in the high 50s, 57 to 59, and they stated the sqi was great, 4 bars, while the right side a2 was reading fine in the mid 60s, 64 to 67. They felt this number was not adequate for the patient on the left side, so they attempted to swap the cables from left to right, a1 to a2 and vice versa, to see if there was a discrepancy with the cable. The a2 cable was now on the left side of the forehead which was 58, and all of a sudden jumped to 78 without any intervention, and the a1 cable, now on the right side, did not change much at all as it remained in the mid 60s. There was no intervention based on the numbers and no patient harm due to this complaint. Patient demographics were requested but unavailable.